Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause could not be determined. The analysis of the run data file did not find a conclusive cause for the higher-than-expected wbc content in the platelet product reported for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended.

Event description:
The customer requested the run data file be investigated to determine a possible cause for the higher-than-expected wbc content in the platelet product. Donor (B)(6). There was not a transfusion recipient or patient involved at the time of this incident, therefore no patient information is reasonably known at the time of the event. The trima collection set was not returned as it was discarded by the customer.